Event description:
On december 14, 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the pt to obtain and verify info; however, was unable to reach him by telephone. On december 22, 2009, the smss sent a letter requesting the pt contact medical surveillance. In 2009 at 6:00 am, the pt obtained the blood glucose reading of 194 mg/dl on the reported meter. At 7:30 am, the pt 'collapsed' while exercising. The pt did not receive any treatment, but claimed he 'ended up in the hospital'. It would have been helpful to determine the pt's specific symptoms. If he passed out, if emergency services were contacted, his blood glucose level as tested in the hospital, what treatment if any he received, his expected blood glucose readings and his diabetes medication regimen. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated meter reading on the reported meter, and he was subsequently hospitalized. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.